Manufacturer narrative:
Reportable malfunction with inomax dsir ds20090874 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from the us reported an issue with inomax dsir ds20090874, unrelated to the reportable malfunction. The device was in use on a patient when the issue occurred, however no impact or patient harm was reported. Inomax ds20090874 was removed from service and returned to the company for service evaluation. On 21-aug-2019, an internal employee performed a routine service log review for inomax dsir ds20090874 and discovered a delivery failure alarm due to apparent ipl failure. This service log finding meets the criteria of a reportable malfunction.